Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was not working. There was no reported impact to the customer's blood glucose level. Prior to troubleshooting with tandem technical support, the pump was functioning as intended; therefore customer continued to use the pump for insulin therapy.